Manufacturer narrative:
Philips service replaced the cube cvfd 5 assy and recalibrated the generator, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not possible due to a can communication error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.